Event description:
It was reported that patient had a previous left total hip arthroplasty in (B) (6) 2008. Subsequently, patient had four dislocated hip events and was revised on (B) (6) 2009 to remove and replace the components.

Manufacturer narrative:
The part and lot number information needed to review device history records was unavailable. Multiple attempts have been made to obtain information on the part number and identification of the product but to date, no information has been provided. Product code - could not be accurately determined without proper product identification. The product code provided is for hip prosthesis. Manufacturer - unknown, no part number or trade/brand name given. Expiration date - unknown. Date implanted - 2008, exact day unknown. Device manufacture date - unknown. This report filed october 29, 2009.

Manufacturer narrative:
Product identification and further information was obtained from the user facility through follow up efforts. Additional information is as follows: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient had a previous left total hip arthroplasty in 2008. Subsequently, patient had four dislocated hip events and was revised in 2009.